Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.7mm vicm5_13.6; -5.50 diopter implantable collamer lens had tore during loading and noted "tear due to snagging". There was no patient contact. This occurred on (B)(6) 2021. On the same date a replacement lens of the same length and model was implanted and this resolved the problem. The cause of the event was reported as unknown.